Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A hemodialysis (hd) user facility requested onsite service from a fresenius field service technician (fst) to evaluate a 2008t hd machine that had a burned power plug. Upon follow-up with the biomedical technician (bmt), it was confirmed that burn marks were identified on the prongs of the power plug. To resolve the reported issue, the fst replaced the power plug. There was no burning smell, smoke, melting, or arcing noted, and there were no reports of sparks or flames. No damage was identified on any other components. The machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet, and there was no previous history of the machine failing the electrical leakage test. There were 523 hours on the machine at the time of the repair. After the repair was completed, the machine was returned to service. The damaged power plug was not available to be returned for evaluation as it was reportedly discarded. In addition, photos of the component were not available. There was no patient involvement associated with the reported event.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Investigation determines that there was causal relationship between the objective evidence and the alleged event; the alleged event is confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to be confirmed.

Event description:
A hemodialysis (hd) user facility requested onsite service from a fresenius field service technician (fst) to evaluate a 2008t hd machine that had a burned power plug. Upon follow-up with the biomedical technician (bmt), it was confirmed that burn marks were identified on the prongs of the power plug. To resolve the reported issue, the fst replaced the power plug. There was no burning smell, smoke, melting, or arcing noted, and there were no reports of sparks or flames. No damage was identified on any other components. The machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet, and there was no previous history of the machine failing the electrical leakage test. There were 523 hours on the machine at the time of the repair. After the repair was completed, the machine was returned to service. The damaged power plug was not available to be returned for evaluation as it was reportedly discarded. In addition, photos of the component were not available. There was no patient involvement associated with the reported event.

Manufacturer narrative:
Plant investigation: the power supply was received with signs of heat damage on the prong of the ¿hot¿ terminal prong (black wire side) of the power plug. There are no other discrepancies on the power supply. Install power supply onto test machine for testing. No problems during the initial power up. Rinse program was completed without problems. Dialysis mode functioned properly without failures. Self-test program was completed without failures. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be excessive current flow on the power plug causing heat damage. The power supply was returned to return goods following the evaluation.

Event description:
A hemodialysis (hd) user facility requested onsite service from a fresenius field service technician (fst) to evaluate a 2008t hd machine that had a burned power plug. Upon follow-up with the biomedical technician (bmt), it was confirmed that burn marks were identified on the prongs of the power plug. To resolve the reported issue, the fst replaced the power plug. There was no burning smell, smoke, melting, or arcing noted, and there were no reports of sparks or flames. No damage was identified on any other components. The machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet, and there was no previous history of the machine failing the electrical leakage test. There were 523 hours on the machine at the time of the repair. After the repair was completed, the machine was returned to service. The damaged power plug was not available to be returned for evaluation as it was reportedly discarded. In addition, photos of the component were not available. There was no patient involvement associated with the reported event.